Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection noted no identified anomalies expect minor scratched on the case. The device was interrogated and two v2p2 count entries were observed to be high in value. The patient log showed multiple magnet exposures before the v2p2 count went high. A review of the device memory noted no reset, errors, or fault codes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis confirmed the cause of the premature battery depletion was due to the high v2p2 counts from multiple exposures to a magnetic field.